Manufacturer narrative:
Due to litigation this device is not available for investigation. Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Long gamma nail broken.